Manufacturer narrative:
Lot 15978726: (B)(4). (B)(4). The gore® dryseal sheath with hydrophilic coating instructions for use (IFU) states that adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size and disease is required to ensure successful sheath introduction. (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2017, this patient was implanted with a conformable gore tag thoracic endoprosthesis using a gore dryseal sheath with hydrophilic coating (dsl2428j/15978726) to treat a thoracic-abdominal aortic aneurysm. During the procedure, the left external iliac artery (leia) was injured. A gore excluder aaa endoprosthesis (pxl161207j/14361501) was implanted to repair the injury. The patient tolerated the procedure. No further information is available.